Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, reddening, heat, nodular expulsion, pain, nodular alterations, granulating alterations, diarrhoea, and "presumed stitch" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of inflammation, reddening, heat, nodular expulsion, pain, nodular alterations, granulating alterations, diarrhoea, and "presumed stitch" as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ poor efficiency or poor filling/restoration effect. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the nasolabial, marionette fold, and cheek fold with 1ml of juvéderm® voluma¿ with lidocaine as well as concomitant injection to the cupid¿s bow, upper lip all over, and lower lip all over with 2ml of juvéderm® volbella¿ with lidocaine. Approximately 3 months later patient developed inflammation, reddening and heat on injection sites, ¿nodular expulsion, pain, nodular alterations, granulating alterations in the tissue.¿ patient ¿has had diarrhoea and a presumed stitch in the upper lip.¿ patient was treated with cortisone, prednisone, and ciprofloxacin. The pain stopped after 14 days but the ¿nodular alterations are there on the lip and nasolabial fold¿ and patient has granulating alterations in the tissue. Symptoms are ongoing. Patient ¿receives cortisone pills¿ for copd. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00732 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.

Event description:
Additional information: patient was also treated with doxycycline for one week and symptoms almost completely resolved with treatment. No biopsy was done.

Manufacturer narrative:
Medwatch sent to FDA on 10/03/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the nasolabial, marionette fold, and cheek fold with 1ml of juvéderm voluma with lidocaine as well as concomitant injection to the cupid¿s bow, upper lip all over, and lower lip all over with 2ml of juvéderm volbella with lidocaine. Approximately 3 months later patient developed inflammation, reddening and heat on injection sites, ¿nodular expulsion, pain, nodular alterations, granulating alterations in the tissue.¿ patient ¿has had diarrhoea and a presumed stitch in the upper lip.¿ patient was treated with cortisone, prednisone, and ciprofloxacin. The pain stopped after 14 days but the ¿nodular alterations are there on the lip and nasolabial fold¿ and patient has granulating alterations in the tissue. Symptoms are ongoing. Patient ¿receives cortisone pills¿ for copd. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00732 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma with lidocaine, also a device manufactured by allergan.